Event description:
A (B)(6) female pt's nurse contacted zoll customer support to report a squealing sound. While attempting to troubleshoot, the pt's nurse also reported that the monitor would not power on properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (squealing / does not power on properly) has been confirmed. As received, the monitor was resetting. The cause of the squealing and inability to power on properly was an intermittent connection at bga component u500 (dsp) on ca board sn (B)(4). The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the defective monitor. The pt received a replacement monitor.